Manufacturer narrative:
Suspect device: coaguchek test strip, lot 451a.

Event description:
Caller states that the pt tested 1.5 inr on the coaguchek test system and 2.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed at a medical facility. Coaguchek test system: meter, test strip lot 451a-a7, exp 5/08, cat/3116247.